Event description:
Patient had robotic: roux-en-y gastric bypass surgery on (B)(6) 2024 end was seen in the office on (B)(6) 2024 for postop follow-up where it was noted that she was having significant contact dermatitis around her incision sites presumably due to the skin adhesive closure material "skin affix''. Patient was given prednisone, hydroxyzine and topical triamcinolone. On (B)(6) 2024, pt was referred to the e.r for the rash/redness on her abdomen at the surgical sites that was unrelieved by prednisone.